Event description:
It was reported that noise oversensing was noted on the right atrial (ra) lead of this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) was contacted for troubleshooting. The noise appears to be external or related to a minute ventilation (mv) signal. This cardiac resynchronization therapy pacemaker (crt-p) remains in-service. No adverse patient effects were reported.